Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device displayed an error code 1104 check vent back up alarm failed message. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer of a possible cpu board problem if diagnostic code 1104 is present. A manufacturer's field service engineer (fse) was dispatched to the site and assessed the customer's initial concerns and identified error code 1104. According to the manufacturer's specifications, the following actions are recommended: 1. Replace the mc pcba. 2. Replace the cpu pcba. 3. Replace the pm pcba. The fse replaced the motor controller (mc) printed circuit board assembly (pcba), power management (pm) pcba and central processing unit (cpu) pcba to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.